Event description:
It was reported that the customer's battery life only lasted two days. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting regarding the issue.